Manufacturer narrative:
The (B)(4) is a sterile, single-patient-use device that may be used with imaging guidance to excise a tissue sample for diagnosis. This device is made from stainless steel material that is commonly used in sterilized surgical equipment. In this event the (B)(4) was used in conjunction with the mammostar ((B)(4)) biopsy site identifier. (B)(4) is the legal manufacturer of the mammostar product. This complaint was forwarded to (B)(4) for further investigation. This report is specific only to the (B)(4) analysis. The procedure was completed with no known patient hypersensitivity or immune response at that time. A foreign material presented in the body has the potential to create an immune response. In this event, the immune response occurred several hours after the procedure, which is not generally indicative of hypersensitivity, and likely not related to the use of the (B)(4). Device discarded by customer.

Event description:
The sales rep reported that the patient developed an allergic reaction several hours after the st biopsy. The breast swelled up around the incision area to twice the size of the breast.